Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire service group received the suspect user interface module (uim) for investigation and repair. The service group performed power cycle on routines in the user mode, uim functionality testing, and the touch screen calibration, in which the device passed all testing. The reported issue could not be duplicated in the laboratory setting. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No component failure was identified therefore no root cause could be determined.